Event description:
Patient had shoulder replacement done friday, dislocated saturday in hospital. Have gone back in sunday to remove additional bone on scapula neck that likely led to dislocation. Exchanged poly liner. Left shoulder. Did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Yes, facility name of original implant: pindara private, was device explanted? False, did patient require revision surgery? True, if yes, date of revision surgery. (B)(6) 2022, reason for revision surgery. Dislocation, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: x-ray and revision surgery, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. 1. Could you please clarify was is meant by "additional bone on scapula neck"? The surgeon made the clinical decision to remove additional bone on the neck of the scapula that was likely impinging and causing the implant to dislocate. If you require further clarification please contact the surgeon. 2. Was there any suggestion by anyone indicating that there was or maybe deficiency with the reported product? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. All available x-rays and photographs were reviewed and the complaint is confirmed, a dislocation event can be observed. However, no product defects that could have contributed to the reported event were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.